Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit containing multiple components for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the guide wire contained a kink directly adjacent to the distal j-bend. The appearance of the kink seems consistent with damage due to undue force during insertion. The kink in the guide wire measured 27mm from the distal weld. The guide wire total length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .807mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned ars/introducer needle subassembly. Resistance was initially encountered due to a build-up of dried biological material within the needle cannula. Once cleared, the guide wire passed with little to no difficulty. Performed per IFU statement "advance spring-wire guide into arrow raulerson syringe approximately 10 cm until it passes through syringe valves". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also states, "although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.